Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was replaced with a different manufacturers product. The reason for the replacement was reported as there was an error in the size and the valve could not be implanted in the patient normally. It was reported that the barrel end and the replica end of the matching sizers were used to select the size of the implanted valve. It was also reported that the annulus was noted to be between two sizes, a 21mm and 23mm, and it was the preference of the physician to upsize the valve and chose the 23mm for a larger effective orifice area (eoa). A body surface area (bsa) chart was also used for valve sizing and did not indicate a larger valve was need than what was sized for this patient. Pledgets were used and the valve was not re-sized following the pledget placement. It was also reported that the valve was not fully sutured and tested prior to removal. No additional adverse patient effects were reported.